Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump had failed battery test alarm. The customer¿s blood glucose level was 431 mg/dl. Customer also reported other blood glucose level 126 mg/dl. Customer also reported insulin pump had insulin flow block alarm. The customer was treated with manual injection. The insulin pump will not be returned for analysis.